Manufacturer narrative:
The returned device was evaluated and no residue was observed on the adhesive pad. The adhesive welds were observed to be misaligned. Investigation of the device found no damages or defects that would contribute to a skin condition allergic reaction at the pod infusion site. The cause of the reported skin condition allergic reaction could not be conclusively determined. In addition, inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. The fluid path was inspected and a leak test was performed, and no signs of leakage were observed. No other damages or defects were found that would contribute to a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per (B)(4) and eo residual levels in compliance with (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4)prior to release.

Event description:
It was reported that a skin irritation causing itching and inflammation while wearing the pod between 24 and 36 hours. The patient reports they are allergic to the pod. The patients reported blood glucose level was 312 mg/dl. In addition it was reported that the pod was leaking during wear. As treatment, the patient applied a prescribed steroid cream to the infusion site (arm).